Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.

Event description:
It was reported the skin was not cut properly. The event timing was during surgery there is no harm or delay reported. Another device was used to complete the procedure. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, e1, e2, e3, e4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device would not power on. The motor, switch, plug harness, spring seal, and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.